Event description:
The patient presented in the physician¿s office with noise on the rv lead. The physician chose to cap the pace/sense portion of this lead and replaced it with the previously capped rv pace/sense lead on (B)(6) 2013. The physician also prophylactically replaced the ICD at this time. The shock portion of this lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.